Manufacturer narrative:
The subject device was not returned for evaluation. In communication with the site fse and customer representative (rep), this unit (subject laser device) was subsequently inspected and checked with no fault found. The unit was back in use. Additionally, it was reported, the fiber was damaged causing a blow out at the site of the cracked fiber. Follow up regarding the broken fiber noted that the fse was unsure of what fiber failed. Investigation is ongoing. This report will be supplemented accordingly following investigation. Supplemental report(s) will be submitted should any relevant new information is available/or received.

Event description:
Field service engineer (fse) reported a fault description of "burning fiber". The unit was inspected on site and no further action was determined. On communication with the fse, it was "reported fault of a soltive laser serial number (B)(4) (loaner device). According to the report, the fault was a burning smell at the fiber outlet of the laser unit. The end user stated did not see the aiming beam inside the patient when it was fired, noted the patient did not have any problems. The device was replaced to a different laser (non olympus), the procedure (unspecified) was slightly delayed, there was no harm to the patient however the assistant surgeon felt a warming to the neck. A follow up is in progress for additional information regarding the end user (assistant surgeon) condition/user impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. The warming sensation of the physician's neck was determined to likely be unrelated to the laser. Based on the results of the investigation, the definitive root cause of the burning smell is likely attributed to user mishandling. The following is included in the instructions for use: "do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Olympus territory manager (tm) reported that the facility did not provide/comment on additional information requested regarding the reported event , however, the tm stated that onsite training has been arranged for the customer. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.